Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No physical sample has been returned for evaluation, therefore the condition of the product could not be verified. When this type of issue occurs, a sample will need to be returned so that a proper investigation can be conducted. However, the customer provided a photo of the reported event. The manufacturer's evaluation of the attached photo could not confirm the reported event: photo attached shows white foreign material on top of blue drape and blue foreign material on gown wrist sleeve, composition unknown. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. The customer's allegation is not supported by enough evidence that the fibers seen post-op originated from products within the pak. Paks are manufactured in an environmentally controlled area (eca) that is routinely monitored. In addition, the manufacturing area operates in a controlled positive pressure environment and is continuously monitored to prevent entry of foreign material and hair. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. The customer's allegation is not supported by enough evidence that the fibers originated from products within the pak. Based on current tracking, there are no adverse trends for this reported complaint. Complaints are continuously monitored to identify product and/or process areas where foreign material and debris is occurring. In addition, routine training and awareness is conducted with all manufacturing associates to reinforce the importance of following hygiene requirements, wearing personal protective equipment (ppe), and maintaining clean work areas. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that white and blue fibers found in two patients post operative cataract surgery. There was no report of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).